Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided section d6a - implant date: unknown, as information was requested but not provided. Customer provided that the implantation occurred in (B)(6) 2025. Section d6b - explant date: unknown, as information was requested but not provided section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) implanted in (B)(6) 2025 was explanted to change the target due to a refractive error. No patient injury was reported. No other medical intervention was required. The device is not returning for evaluation. No further information was provided.